Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The reported problem "flow issue" was not confirmed or reproduced. The device was tested for flow accuracy and found to deliver within specifications functioning as designed. The device was determined to meet all product specifications related to the reported event. The reported "flow issue" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "flow issue". There was no patient involvement. No additional information is available.